Manufacturer narrative:
Device evaluated by MFR: the device was returned with the stent fully mounted onto the delivery system. No damage was noted to the balloon, catheter, tip, crimped stent or markerbands. No issues were noted with the delivery system or stent that could have contributed to the complaint incident. The seal tab was noted to be open on the outer box carton. No damage or issues were noted with the opening tab or box carton that could have contributed to the complaint incident. The inner foil packaging was returned opened. Both the top and two sides of the packaging were noted to be opened, the remainder of the packaging was still sealed. The heat seal was visible on the opened packaging of the device which demonstrates the package was sealed during manufacturing. No gaps or issues were noted with the heat seal. No damage or any issues were noted with the foil packaging that could have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that the product was not sterile. The target lesion was located in a stenosed subclavian artery. A 8.0x20x135cm express ld stent was selected for use. However, it was observed that the inner packing bag was leaky and non sterile during preparation. The procedure was completed with another of the same device. There were no patient complications reported. It was further reported the inner packaging was not fully sealed.

Event description:
It was reported that the product was not sterile. The target lesion was located in a stenosed subclavian artery. A 8.0x20x135cm express ld stent was selected for use. However, it was observed that the inner packing bag was leaky and non sterile during preparation. The procedure was completed with another of the same device. There were no patient complications reported.